Event description:
Olympus (omsc) was informed that the visera 4k ultra high-definition camera control unit had an ¿e116¿ error. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to olympus for repair. The customer¿s reported problem was confirmed as error code e116 occurred. Additionally, the battery on the printed circuit board has been consumed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to d9, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error code (e116) was unable to be identified. Olympus will continue to monitor field performance for this device.